Manufacturer narrative:
The pod was received fully deployed. No bends or kinks to the soft cannula were observed. The pod data indicated there was no struggle to deliver insulin. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the reported irritation; none were found. The cause of the reported event could not be determined. The exposed portion of the soft cannula was observed to be damaged below the cross-drill. The exact timing and cause of this damage could not be determined. Although the cannula was damaged, the timing and cause of the damage is unknown. It could not be determined if the damaged exposed soft cannula contributed towards the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. It was also reported that the site was red. Treatment information was not provided.